Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited wide qrs oversensing. No intervention was performed. The patient's condition is unknown.